Event description:
Intera oncology was notified by a physician that an intera 3000 hepatic artery infusion pump had a slight increase in residual volume. The flow rate on (B)(6) 2025, was .86 ml/day and the previous flow rate was 1.14 ml/day. The physician planned to have patient return on (B)(6) 2025, to flush special bolus pathway. The patient visited the clinic on (B)(6) 2025. The patient tried a heating pad the night before and flow rate went up to 1 ml/day. They planned to try heating pad for another 1-2 days and recheck the flow rate the following week. On (B)(6) 2025, intera oncology was informed that the patient flow rate was up to 1.2 ml/day. According to our representative, what helped the pump to return to normal flow was the use of heating pad and the clinic flushing the catheter. The patient has one cycle left of floxuridine (fudr) and will be transitioning to glycerin.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use with the patient. The device appears to have returned to normal flow. A root cause cannot be concluded.